Event description:
A customer reported an altitude alarm on their insulin pump, specifically alarm 21. There was no adverse impact to the customer's blood glucose level. The customer attempted to reset the pump themselves before contacting technical support, who then provided tips to prevent future altitude alarms. The customer needed to replace the cartridge, after which they were able to resume insulin use.